Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the right atrial (ra) lead was suspected to be dislodged via lead testing as the pacing capture threshold had increased and was high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.